Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate plus profile 450cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 11/13/2018. Device evaluation summary: it was reported that a 47-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate plus profile 450cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. Seroma was later noted. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.7 cm within a crease on the anterior aspect that extended to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2018. The final fill volume of the impacted product was 475ccs. A volume loss of 207.6ccss was noted through vectra imaging. During replacement yellow serous fluid was noted on the right side. The prosthesis was confirmed to have been deflated during the replacement surgery. Bilteral prosthesis replacement with 450cc mentor memorygel breast implants was performed. The patient was taken to the recovery room in stable condition. Concomitant products: mentor smooth round moderate plus profile 450cc saline prosthesis, catalog #3502450, lot #5765194 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/28/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).